Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and provide the completed investigation results. One 6fr glidesheath slender sheath was returned for evaluation. Visual inspection of the shealth revealed two kinks at the base of the sheath hub and 53.53 mm from the base of the sheath hub. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased. The setup was submerged under water for approximately 30 seconds. No air bubbles were observed forming around the assembly. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected after 30 seconds. The dilator was removed, and the assembly was submerged and no bubbles were observed. Post leak testing, the crosscut valve was removed from sheath to observe for any damage which may have cause the leakage. A discoloration on the valve was evident, indicating an off-center tear in the valve. No other anomalies were noted with the valve or sheath hub. The investigation results verified that the actual sample was the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause for the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation (B)(4) has been referenced in the conclusions section. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician had a leaky valve issue with the glidesheath slender device. The leak was around the 5fr tiger in place. The tiger was difficult to insert into the valve and there was leaking around the catheter throughout procedure. There was no catheter exchange. Additional information was received on 10/15/18. Blood loss was less than 250ml. Additional information was received on 10/16/18. The procedure was left heart catheterization.